Event description:
The customer reported poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the image intensifier. System operates as intended. This MDR is related to ge healthcare complaint.